Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead had noise episodes. The patient was asymptomatic. On (B)(6) 2021, the patient came into clinic and the rv lead was reprogrammed. The patient was stable throughout procedure.